Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/ and excessive no delivery test. However, pump received with loud motor noise during rewind due to faulty motor. Motor passed motor test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is no damage in the pump. The customer stated the drive support appears normal. The customer was advised to perform a self-test and test was complete. Customer is able to perform displacement test and the result is no reservoir. The customer was advised to monitor pump and if gets any motor alarms to give us a call. The customer was advised that pump is working as designed.